Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown

Event description:
The patient had the necessary explant procedure, however as a result of the previous explant attempt with the incorrect size screwdriver the claimant¿s surgeon advised that the screw head had been rounded. Therefore during the recent procedure, removal of the screw resulted in bone chip and re-fracture.